Event description:
It was reported that during a da vinci myomectomy surgical procedure, it was noted that the wires at the wrist of the fenestrated bipolar forceps instrument were broke up. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instrument had a dislodged bipolar insert. As a result, the bipolar pins were sticking out of the chassis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable if to recur could cause or contribute to an adverse event.